Event description:
Report received of an overdelivery as a result of an operator error in programming the device. The pump was reportedly programmed while the pt was in the recovery room, in the continuous only mode to deliver an unspecified concentration of morphine at 0.1ml/hr via the intrathecal route. The physician's order was not specified. The pt was transferred to the nursing floor. At an unspecified time, it was discovered that 17ml of the 20ml contained in the syringe had been delivered to the pt, which was more than was expected. The pt was asymptomatic, but was administered an unspecified dose of narcan as a precautionary measure, and was closely monitored in the ICU for 18 hours. The pt did not suffer any long term adverse sequelae. Though requested, no additional info was available.